Manufacturer narrative:
The perfusionist reported that during the procedure, the arterial filter tubing disconnected from the wye connector. The tubing was reconnected and the line was deaired through the filter purge line. One sentry arterial filter with bypass loop was returned to sorin group (B)(4) for analysis. Visual inspection found blood between the tubing and wye connection. Manipulation caused the tubing to come off the straight leg of the wye connector. Dimensional measurement of the tubing and connector were found to be within specification. All heart long bonding solvent is treated so connections will fluoresce under uv light. The inspection of this connection found that the tubing fluoresced but the wye connector did not. It appeared that there was no solvent transfer from the tubing to the connector when the two parts were attached. Testing has shown that tubing properly bonded with solvent to a connector will not disconnect. (B)(4). This was a manufacturing error. (B)(4). No further action is necessary.

Event description:
The perfusionist reported that during the procedure, the arterial filter tubing disconnected from the wye connector. The tubing was reconnected and the line was de-aired through the filter purge line. The procedure was completed without further incident. Blood loss was approximately 600 cc. No blood products or medical intervention was required as a result of the incident. Patient condition was reported to be fine.